Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 07/12/2016. The incident sample was not returned to covidien for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the patient returned to the hospital with a 2nd degree burn on the left flank three days following surgery. The injury was treated with silvadene. The procedure had been a complex abdominal wound repair. The pad had been placed laterally on the patients left flank, waist level. The patient was supine. No injury was noted at the time the pad was removed.